Event description:
When prepping phenol pro for an in office procedure. The applicators are such that you are to squeeze the phenol filled glass ampoule to break it and release the medication into the applicator. The first one broke and the phenol drained out of it. The second one, when squeezed, broke and a shard of the glass from the tube cut into staff's finger.